Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Review of the most recent repair record determined: review of the most recent repair record identified the following related repair: locking issue with lid opened during use. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the aseptic battery housing doesn't provide good connexion between the batteries and the handpieces, and there is a locking issue with the lid opening during use. No consequences or impact to the patient. Attempts have been made and no further information has been provided.